Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. An outset field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon inspection, the fse successfully replicated the blood pump rate error. Further investigation revealed that blood leaked into the back side of the front door and onto the back of the front panel break out board mounting area and on the blood pump rollers. The fse cleaned the blood contamination, removed and cleaned the blood pump roller assembly, and replaced the front panel breakout board. Additionally, the fse rerouted and isolated the pinch valve cables and installed updated red silicone o-rings on the arterial and venous (a/v) probes. The fse ran a rinse cycle and a 30-minute mock treatment. No further issues were observed during testing. The console was then placed into a full chemical disinfection cycle as required. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
A home patient (hp) reported experiencing multiple alarms during dialysis treatment. The patient stated she was feeling ill and had frequent coughing episodes, which triggered multiple arterial/venous (a/v) pressure alarms. Subsequently, a blood pump rate alarm occurred, and the patient attempted to end the treatment but was physically unable to do so, resulting in the blood return timer expiring. As a result, the patient was unable to return her blood and 240cc blood was loss. Hp stated she is anemic and due to blood loss, the patient sought medical evaluation at a local hospital emergency room.